Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot a visual inspection confirmed the reported event. A chip was see on the outter rim of the insert trial. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When the in-coming inspection by distribution center stuff, the stuff found the edge of the insert trial was lacked. I confirmed to sr, when the insert trial was inserted in the cup and hit with impactor, the event occurred.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When the in-coming inspection by distribution center stuff, the stuff found the edge of the insert trial was lacked. I confirmed to sr, when the insert trial was inserted in the cup and hit with impactor, the event occurred.